Manufacturer narrative:
(B)(4). During further follow-up with the nurse, the nurse stated that the hp is 93 years old, and is doing fine. The therapy is ongoing. Per nurse, the issue has been resolved, but the cause remains unknown. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use (hp may have been connected). The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would finish with manuals, and would notify the nurse regarding the air detect alarm and possibly being connected. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that he vaguely remembered calling for an alarm. The hp could not provide additional information or clarification on how the alarm occurred. Product surveillance advised the hp to notify his nurse. No additional information available. During further follow up with the hp's nurse regarding the alarm, it was found that she had not heard about the hp having the alarm, but would ask the oncall nurse to see if she had heard anything and would call back with information if available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.